Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 10/16/2023. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified additional information was requested, the following was obtained: was there any adverse consequence associated with the patient?: no. Adverse consequences reported with patients. Surgeon had to use additional sternal wire to close each time needle pop off occurrence happened. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: the needle was pulled off from the suture during use on the patient. Specifically after the first pass through the sternum. What is the current status of the patient?: no adverse events to any patients. All patients are in normal recovery after open heart surgery. What is the total number of products involved in this event?: 6 eaches across 3 different boxes of the same lot number. Device return status. Please document the shipment tracking number: unopened product has been received from hospital. Shipper kit sent is not large enough to ship back suture. (B)(4). What is the total number of products involved in this event?: 3 different boxes of the same lot number needs to be returned. 3 boxes need to be replaced. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information received indicates more than one patient event. What is the total number of procedures? How many sutures pulled off needle during each procedure? H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, twenty-five unopened samples that pertain to the product code m660g. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: (B)(4).

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. During the procedure, one of our surgeons stated that the needles kept ¿popping off¿. There were no patient consequences reported. Additional information was requested.